Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to the motor leaking oil and contaminating the motor home switch. The tests could not be completed due to this leak. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus delivery. Customer's blood glucose reading at the time of the call was 414 mg/dl. Customer declined any further troubleshooting. No further information reported.